Event description:
A female pt contacted lifecor customer support that her system is continually alarming to "connect electrode belt". She stated that she did not remove the electrode belt for any reason, but she did change the garment. She stated that she changed the battery pack in the morning and the alarms did not begin until that night. Support had her remove the battery pack and remove the electrode belt. She visually verified that there were not any bent pins in the electrode belt connector. She started the system and stated that the "connect electrode belt" message continued. Support sent the pt a replacement electrode belt. Pt called back in 2008 and stated that the message continued with the new electrode belt. Support sent a pt services rep (psr) to replace the monitor and electrode belt.

Manufacturer narrative:
Device MFR date: electrode belt - 04/2008. Electrode belt - 05/2008. Device eval summary: device evaluations of monitor, both electrode belts have been completed. The problem was confirmed. Upon further inspection, both electrode belts had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connectors were replaced. The electrode belts were retested and then restocked. The monitor was fully functional. It was retested and restocked. No adverse event resulted from the bent pins. The pt rec'd a replacement electrode belt.